Event description:
User experienced a leak coming from the analyzer onto the floor. No patient samples were involved and no adverse events occurred. The user discovered the valve body was cracked causing a leak onto the floor. The field service rep replaced the valve body and noted no further leaks.